Event description:
Subsequent information indicates that during the explant procedure, it had also been reported that the device had exhibited oversensing leading to an inappropriate shock. Also, the right ventricular (rv) lead was unable to be removed from the header. Header damage was also noted.

Manufacturer narrative:
Additional product testing was performed. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The subsequently reported clinical observations were not able to be confirmed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was turned off due to right ventricular (rv) lead that was fractured. Additional information obtained from the field representative that the rv lead fracture was not confirmed but was determined via high shock impedance through programmer testing. Also, the cause of the high shock impedance was not determined. At this time, the ICD remains in service. No adverse patient effects were reported.

Event description:
Additional information obtained that the device was explanted during the lead revision procedure. During the procedure a portion of the rv lead was surgically abandoned and the other portion was explanted. Both the device and explanted portion of the lead were returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection revealed that the header was completely separated from the pulse generator case and that there was just a little bit of medical adhesive left on the top of the case. Further high powered visual inspection revealed that most of the feed thru wires appeared to have broken due to cyclic fatigue. The analysis technician believed that the cause of the out of range impedances noted was most likely due to a loose header within the pocket during the implant time that caused the feed through wires to fracture over time. However, since only a portion of the rv was returned, the additional concern over a fracture could not be completely confirmed or refuted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.